Event description:
It was reported that the physician was unable to advance the implantable pacing lead past a point before the superior vena cava (svc) during the attempted right atrial (ra) implant procedure. When the lead was removed and examined, cardiac tissue was found to be embedded in the lead helix which could not be completely removed. The physician requested a new lead for completion of the implant procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant and stretching. (B)(4).